Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a 2.25 mm non-bsc balloon catheter. Subsequently, a 2.50 mm x 30 mm emerge¿ balloon catheter was advanced for further dilatation; however, during first inflation at 5 atmospheres, the balloon ruptured. The device was replaced with a non-bsc balloon catheter and the procedure was completed. No patient complications nor injuries were reported.